Event description:
Customer reported experiencing high blood glucose readings and stated that they noticed a bent cannula. Customer also mentioned being stuck in the prime loop and receiving a no delivery alarm on the insulin pump. It was noted that the alarm was resolved by a complete set change and troubleshooting was not performed. Customer mentioned that insulin was squirting out during the manual prime and that they were unable to exit the preparing to prime loop. The drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.